Event description:
On 17/nov/2022 a peritoneal dialysis registered nurse [(pd)rn] reported this female pd patient passed away while connected to the liberty select cycler. Additional information was provided during follow-up with the pdrn. The patient initiated pd treatment on the liberty select cycler on (B)(6) 2022 (time unknown). At approximately midnight, the patient called her spouse into the room and stated something was not right with her (health-wise). The patient took a deep breath and then stopped breathing. The spouse called 911. It is unknown if any resuscitative efforts were performed. The patient was pronounced deceased in the home. The pdrn stated the patient had a history of cardiac issues (unspecified). No cause of death has been documented. There were no reported issues with the liberty select cycler or the patient¿s pd therapy. The patient had a recent hip fracture with surgical complications. The patient had just begun to improve from the fracture. The patient was seen in the pd clinic on (B)(6) 2022 for a routine appointment with the doctor. There were no issues reported. The patient did have minor swelling, but nothing of concern as that is normal for the patient. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The patient reported not feeling right (health-wise) and then took one last deep breath prior to stopping breathing. The patient has a history of unspecified cardiac issues. Cardiovascular, and not end stage kidney disease, is the leading cause of death in this high-risk patient population. Furthermore, the patient had recently endured health complications from surgical repair of a fractured hip which resulted in an extensive hospitalization. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse [(pd)rn] reported this female pd patient passed away while connected to the liberty select cycler. Additional information was provided during follow-up with the pdrn. The patient initiated pd treatment on the liberty select cycler on (B)(6) 2022 (time unknown). At approximately midnight, the patient called her spouse into the room and stated something was not right with her (health-wise). The patient took a deep breath and then stopped breathing. The spouse called 911. It is unknown if any resuscitative efforts were performed. The patient was pronounced deceased in the home. The pdrn stated the patient had a history of cardiac issues (unspecified). No cause of death has been documented. There were no reported issues with the liberty select cycler or the patient¿s pd therapy. The patient had a recent hip fracture with surgical complications. The patient had just begun to improve from the fracture. The patient was seen in the pd clinic on (B)(6) 2022 for a routine appointment with the doctor. There were no issues reported. The patient did have minor swelling, but nothing of concern as that is normal for the patient. No additional information was available.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An internal inspection found a missing input/output board screw and spacer. There were no other discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions found during testing that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
On 17/nov/2022 a peritoneal dialysis registered nurse [(pd)rn] reported this female pd patient passed away while connected to the liberty select cycler. Additional information was provided during follow-up with the pdrn. The patient initiated pd treatment on the liberty select cycler on (B)(6) 2022 (time unknown). At approximately midnight, the patient called her spouse into the room and stated something was not right with her (health-wise). The patient took a deep breath and then stopped breathing. The spouse called 911. It is unknown if any resuscitative efforts were performed. The patient was pronounced deceased in the home. The pdrn stated the patient had a history of cardiac issues (unspecified). No cause of death has been documented. There were no reported issues with the liberty select cycler or the patient¿s pd therapy. The patient had a recent hip fracture with surgical complications. The patient had just begun to improve from the fracture. The patient was seen in the pd clinic on (B)(6) 2022 for a routine appointment with the doctor. There were no issues reported. The patient did have minor swelling, but nothing of concern as that is normal for the patient. No additional information was available.